Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ vessel tortuosity and calcification. (No results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation. Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ vessel tortuosity and calcification. Known inherent risk of procedure ¿ (stent deformation). Unknown - unable to confirm complaint - (device or procedural images not provided for review). (B)(4).

Event description:
Physician was attempting to implant one resolute integrity drug-eluting stent to a calcified lesion in the rca but the device could not cross due to proximal tortuosity. A second attempt was made to recross the lesion with the same stent but it was noted that there was stent strut damage caused by the calcified lesion. The device was discarded. Device had been removed from packaging and inspected with no issues noted. A non-mdt stent (2.25mm x 12mm) was used to complete the procedure. No clinical sequelae were reported.